Event description:
An aneurx bifurcated stent graft and its components were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 1998. The aneurysm was very tortuous with an angulated proximal neck. Iliac vessel morphology is unknown. It was reported during initial follow-up, the physicians placed a proximal extender cuff due to migration of the stent graft. Subsequently, for the last two years, the pt refused to undergo follow-up studies. In 2002, the pt presented with the complaint of back pain, which the physicians diagnosed as an abdominal aortic aneurysm rupture secondary to the dislocation of the aortic cuff. The pt was taken to the or where the pt is reported to have expired. No further info is available.